Manufacturer narrative:
The account found the left coiled cable was damage and bare wiring exposed. The account replaced the coiled cable, but the issue remains. Repairs have not been completed.

Event description:
The account alleged, the air compressor will not turn on when he tries to operate an air system function. He has checked the voltage going to the air compressor from the power supply board and measured 0 volts and has swapped out the compressor but the problem remains.